Event description:
It was reported by the patient that the preciously working monitor starts automatically flashing the telemetry light to go through transmission. Pressing the start/stop button does not stop the transmission. The only way to stop the transmissions is to remove the power cord. The return and replacement of the monitor are pending. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The monitor was later returned to the manufacturer.

Manufacturer narrative:
Product event summary: the monitor was analyzed and no anomalies were found, the reported event could not be confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.